Event description:
Complainant alleged that the clinicians were attempting to cardiovert a patient (age unknown) with the unit in sync mode. The clinicians reported that per their hewlett packard monitoring system, also employed during the event, the device shocked the patient on the "t" wave, causing the patient to present a ventricular fibrillation heart rhythm. The patient was then shocked at 120 joules, and was converted to a normal sinus rhythm. Complainant alleged that there was no adverse effect on the patient as a result of the reported malfunction.